Manufacturer narrative:
(B)(4). From the preliminary investigation; the description of the issue is sheath body separation.

Event description:
The sheath broke after the perclose was being pulled out.

Manufacturer narrative:
(B)(4). The customer returned one used psi sheath for evaluation. The sheath body was detached form the valve. The proximal end of the sheath body was examined and remnants of the molding material were found. Additional molding material was also found peeling off the inside of the valve body. It appears that the sheath body was not properly placed prior to molding. The length of the sheath body was measured and found to be within specification. The outer diameter of the sheath body was also found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the sheath body separating from the assembly during use was confirmed during sample investigation. During visual inspection it was determined the sheath body was not seated correctly prior to molding. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this issue.

Event description:
The sheath broke after the perclose was being pulled out.